Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm reprogram. Customer's blood glucose was 178 mg/dl. The customer was assisted with programing time/date. The customer was unable to program a normal or easy bolus into air since pump will not turn on due to lost battery cap. The customer was advised to call back once she receive the new battery cap in order to troubleshoot. The customer was advised that we will send a new battery cap.